Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during rewind. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The device had cracked battery tube threads.